Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call that the customer¿s insulin pump would not rewind. He received a compromised forced sensor alarm during priming. During troubleshooting, the causes of the alarm were explained to her. The customer's blood glucose was unknown. Advise the customer to discontinue use of the insulin pump. After troubleshooting, customer was advised that insulin pump would need to be replaced. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. The device alarmed prime during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to prime alarm. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, broken belt clip slot, cracked battery tube threads, stained end cap sticker, stained address label, stained serial number label and cracked reservoir tube lip.